Event description:
It was reported that the system 9800 would not go back down during a case, after several tries it went down and the case was completed. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The system needed a new ps3 and the hand control. System operates as intended.